Event description:
Patient had laparoscopic sigmoid colectomy due to diverticulitis in 2009. Patient came to one-month visit and complaining of abdominal pain. CT showed abscess at the anastomosis with adjacent perforation. Currently the patient has a controlled fistula to the anastomosis with a drain in place.